Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited foreign material in the air/water tube and cylinder. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomena were presumed to have been due to reprocessing was not conducted properly for leakage due to damage of the right/left and up/down (r/l and u/d) angulation control knobs. The events can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In addition to the malfunction documented in b5, the additional evaluation findings are as follows: due to damage on the right/left knob, water tightness was lost; due to damage on the up/down knob, water tightness was lost, air/water cylinder had no color; the scope cylinder had no color; the forceps channel port was shaved; due to wear of angle wire, the play of the up/down knob was out of the standard value; the distal end had discoloration; the adhesive around the light guide lens had corrosion; the adhesive on the bending section cover was detached; and the connecting tube had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.